Event description:
It was reported that the patient was experiencing inadequate and overstimulation on the right buttocks near the ipg site and lower extremities despite reprogramming. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.